Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that the issue occurred due to an obstruction in the eic (electrolyte injection cup) assembly. He cleared the obstruction, flush the eic assembly, and inspected the solenoid valves, which were all ok. This resolved the issue.

Event description:
A customer reported seeing fluid on the reagent tray of their dxc 800 instrument.. The customer indicated it was flooding the eic (electrolyte injection cup) assembly. The leak was contained inside the instrument. The customer stated that no erroneous results were generated or reported.

Manufacturer narrative:
The manufacturer's reference number was missing in the original submissions. (B)(4).